Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during retraction of the clip delivery system (cds), the clip arms became caught on the soft tip of the steerable guiding catheter (sgc), which has the potential of sgc soft tip breakage and injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium (la). Due to an unsatisfactory transseptal puncture, the decision was made to remove the devices. The clip arms were fully closed, m/l and a/p knobs were in neutral position, gripper lever was advanced and the sgc was straightened per instructions for use (IFU). While attempting to retract the cds into the steerable guiding catheter (sgc), the clip became stuck on the soft tip of the sgc. A few attempts were made to release the clip arms from the soft tip but were unsuccessful; therefore, the sgc and cds were retracted together as a unit, under control echocardiogram and fluoroscopy. The second groin was used to achieve femoral access for another transseptal puncture. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling